Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 6 station was not communicating. A technical support specialist (tss) remotely accessed the station and confirmed that there were no active notices related to communication or critical override issues. The tss reviewed recent synchronization activity and found no errors, then contacted the customer who confirmed that the issue had already been resolved. The tss determined that the issue was due to network issues addressed by the hospital information technology team. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower multiple stations were not communicating. However, there were no delays or adverse events or injuries reported based on this event.